Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone with a 6fr sheath and 5mm spider fx embolic protection for treatment of a 10cm plaque cto (chronic total occlusion-100%) in the patients mid superficial femoral artery of diameter 5mm. Moderate calcification and tortuosity are reported. A steep bifurcation is also reported. IFU was followed and the device was prepped without issue. Pre-dilation was not carried out. It is reported that severe resistance was encountered during advancement of the device due to the sheath being pushed up in the aorta. When this was observed the sheath was pulled down, but everything became wrapped and stuck. It is reported the tip detached on the device. The tip separated at the hinge pin. The nosecone snapped off. It remained on the spider wire. The hawkone was stuck and the spider kinked proximal to nosecone. A non-medtronic 018 (buddy) wire was used to exchange the 6 fr contralateral sheath and replace it with short 7fr. A snare was used to capture the nosecone and everything was pulled into the sheath and pressure was held. No device fragments were left in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.